Manufacturer narrative:
Fields d1, d4 of the emdr is for original iabp system 98xt; however this iabp was upgraded to a cs300 intra-aortic balloon pump, which was reported by the customer. Updated fields: b4, b5, d1, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, medical device ¿ problem code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, fse could not duplicate the issue of EKG not working. Unit functioned properly on lead set provided and on cs300 trainer/simulator. Unit passed all functional and safety testing.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) EKG outlet was not working. There was no harm or injury reported.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) EKG outlet was not working.

Manufacturer narrative:
Due to character restrictions, initial reporter: (B)(6). Sys98xt upgraded to cs300. A supplemental report will be submitted upon completion of our investigation.